Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from a nurse of patient made mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made mistake/ touch contamination manifested by touching one of the tips of the connections (unspecified). On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The patient was treated with vancomycin (dose, frequency, lot not reported). On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. On an unreported date, the patient recovered from the peritonitis. Concomitant medications were not reported. The nurse stated that the cause of peritonitis was patient made mistake/ touch contamination. An opinion of causality for patient made mistake/touch contamination was not provided. On (B)(6) 2012, baxter product surveillance spoke with the pd nurse (pdn) and obtained the following additional information. The pdn was unable to provide any further information regarding the event of touch contamination and stated that the patient did not share the details with her. It was not reported if the patient was retrained. The pdn believed that the cause of the peritonitis was not associated with a baxter product or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient made a mistake of touch contamination, which is a use error that can cause peritonitis or potential contamination. No assignable cause is determined. A review of all batch record documents was performed for potentially associated lot h11i07086 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. This issue is being investigated through CAPA.